Event description:
It was reported that this inflatable penile prosthesis was removed and replaced due to inflation issues and fluid loss. The source of the fluid loss could not be identified. There were no patient complications reported.